Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump battery was not delivering correct amounts of insulin. The customer stated the pump rejected new batteries. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer could not be reached. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.